Event description:
Customer reports hemochron response tubes from one lot only reach an act 200 sec result and not the expected act 400 sec. Hemochron response tubes from a different lot reached 400 sec on the same instrument. No adverse event was reported. This event occurred outside the us.

Manufacturer narrative:
(B)(4). (Method, results, conclusion): manufacturer/ evaluation/ investigation pending product return from user facility.